Manufacturer narrative:
(B)(4). No serial number was reported. The serial number on the returned sample is jy20616. The lot number (18f22j0011) recorded on the complaint report matches the lot number on the returned original packaging box and for the returned sample. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter. Upon return, the peel away sheath was noted on the returned iabc. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. Two kinks to the iabc central lumen were noted at approximately 24.7cm and 26.2cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0068in-0.0076in. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 24.7cm and 26.1cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 58.7cm and 60.1cm from the iabc luer, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab leak suspected is not confirmed. During the visual inspection of the returned sample, no blood was noted within the helium pathway. The returned intra-aortic balloon catheter (iabc) was functionally tested with no leaks or alarms noted. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "in the operating room of the center of the high-tech hospital, the iab was inserted to assist cardiac function after the operator performed surgery for large-vessel disease. After the pump was started, the pump alarmed, and the alarm showed helium leakage, and then the doctor takes measures-withdrew half of the balloon, and there was blood gushing out of the balloon, then the new catheter was replaced and the machine counterpulsed normally". Further information states that the second catheter was inserted at the same insertion site. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "in the operating room of the center of the high-tech hospital, the iab was inserted to assist cardiac function after the operator performed surgery for large-vessel disease. After the pump was started, the pump alarmed, and the alarm showed helium leakage, and then the doctor takes measures-withdrew half of the balloon, and there was blood gushing out of the balloon, then the new catheter was replaced and the machine counterpulsed normally". Further information states that the second catheter was inserted at the same insertion site. The patient status is reported as "fine".